Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2014, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is dr.(B)(6). (B)(6) medical center. (B)(6). (B)(6). Block h6: patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient during a total laparoscopic hysterectomy, lysis of adhesions, cystoscopy, and transobturator sling implant procedures performed on (B)(6) 2014, for the treatment of cervical dysplasia with history of human immunodeficiency virus and stress urinary incontinence confirmed by ultra cystometry. There were no patient complications reported after the procedure. The patient tolerated the procedure well and was discharged home the following day in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.